Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was exchanged for a same model, different power but longer length lens. The problem was resolved. Cause of the event was reported as unknown. Claim #: (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. Due to refractive surprise, the lens was exchanged for a different power but same length lens. The problem was resolved. Cause of the event was reported as unknown.